Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed right ventricular (rv) leadless pacemaker (lp) exhibited high capture threshold. During repositioning of the rvlp, its helix was stretched. The rvlp was not implanted an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed, but the reported event of capture problem was not confirmed. The device was returned in one piece for analysis. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Output verification, longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.